Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via the 24 hour helpline senior inbox that customer that customer was hospitalized on (B)(6) 2016 with blood glucose of 702 mg/dl. Customer had symptom of vomiting. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized over night and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, it was found that insulin pump had no leaks and no air bubbles. Insulin pump passed high pressure test. It was reported that customer previously experienced motor error alarms, no delivery alarms, and act button responded intermittently.